Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the x-ray images were not provided for review, and it is unknown which device the fragments were from. Based on the limited information provided, no clinical factors were found which would have contributed to the reported breakage. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micro-motion or movement cannot be predicted and there is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (health effect - clinical & impact codes).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, an endoscopic cannulated drill bit snapped in half while drilling a passage to pass an acl graft. The procedure could be completed with the same device. The two halves were removed by the surgeon and an x ray was obtained showing fragments of metal in the bone. A non-significant delay was reported. No harm to date.